Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product lot number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the coil malpositioned, requiring vascular surgery for coil retrieval. An embold packing 60 was selected for an embolization procedure. During the procedure, the coil stretched. While attempting to pull the coil back through the microcatheter, there was resistance during retraction, and the coil detached, resulting in deployment outside of the target location. The procedure was discontinued, and the patient was referred to a vascular surgery to retrieve the mispositioned coil.